Manufacturer narrative:
All revised products retained by hospital. Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned and no other product available from lot to review and no similar complaints within an 12-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Event description:
Patient presented with clicking in knee. Femoral component exchanged due to abrasive marks on it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.